Event description:
It was reported that a tlc55 was used during an unknown procedure. It was reported by the affiliate that the surgeon could not fire the instrument. A new instrument was used to complete the case. There was no consequence to the patient.